Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade procedure, dfts failed due to low, out of range hv lead impedance. External defibrillation was used to terminate the vf. The lead was capped and replaced. The patients condition was stable following the procedure and normal follow-up will continue.